Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Provider alleges during tilt consumer used the joystick to come forward but the chair did not move, his caregiver pushed his chair forward and once he was past the center of gravity his caregiver was unable to hold his weight and the consumer allegedly fell forward.